Event description:
The facility's biomed reported pump 1 free-flowed during clinical use. Pump 1 in labor and delivery was infusing pitocin and at an unknown rate and when the pump was turned off, it continued to flow. The pump display indicated 42ml infused but, approximately 125ml was depleted from the bag. Despite baxter's efforts to obtain additional information regarding pump set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information was available. No patient injury resulted and there is no adverse outcome associated with this report.

Manufacturer narrative:
The device has not been received for evaluation. Should the device be received, a full evaluation will be performed and a follow-up report will be filed.